Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received eight appropriate treatments and four inappropriate treatments. The device was started up at 22:00:54 on (B)(6) 2024. At 05:56:05 on (B)(6) 2024, an arrhythmia was detected. ECG shows af @ 120 bpm transitioning to vt @ 210 bpm. At 05:57:42, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus bradycardia @ 30 bpm with pvcs and pauses. At 06:12:57, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 06:14:37, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 50 bpm with pvcs and bbb. At 06:16:28, an arrhythmia was detected. ECG shows vt @ 180 bpm. At 06:19:26, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs/nsvt. At 06:19:58, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus rhythm @ 80 bpm with pvcs and bbb . Post shock rhythm was sinus rhythm @ 80 bpm with pvcs transitioning to vt @ 230 bpm. At 06:20:20, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was sinus tachycardia @ 100 bpm transitioning to vt @ 250 bpm. At 06:21:11, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vt @ 180 bpm. At 06:21:45, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was nsvt. At 06:22:16, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was vt @ 200 bpm. At 06:22:50, the patient received the eighth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was vt @ 200 bpm. At 06:23:22, the patient received the second inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was sinus rhythm @ 65 bpm with nsvt degrading to vf/fine vf. At 07:14:49, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 07:15:22, the patient received the third inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 07:15:51, the patient received the fourth inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with CPR/motion artifact. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm, with CPR/motion artifact. The device was shut down at 07:53:53 on (B)(6) 2024.